Event description:
A report was received that a pt was having trouble charging her ipg. A boston scientific representative analyzed and pt's database and confirmed that the ipg was exhibiting premature battery depletion. It has been recommended that the pt's ipg be replaced.